Manufacturer narrative:
A complete analysis and testing of one opened and used enlite sensor; the sensor failed the continuity resistance test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have experienced sensor glucose versus blood glucose differences with threshold suspend. Customer's sensor glucose was 45 and blood glucose was 105 mg/dl and 189 mg/dl. Customer also reported of receiving a calibration error alert, change sensor alert and bad sensor alert. Troubleshooting was performed and customer was advised on proper sensor usage and calibration techniques. Customer was advised to change sensor. Customer was advised that sensor would be replaced.